Manufacturer narrative:
The reported events of insulation anomaly was not confirmed while noise and low lead impedance were confirmed. As received, a complete lead was returned in one piece for analysis. Lead insulation due to the procedural damage was noted at 4.5cm to 11.5cm. Electrical tests found an internal short. The internal short was due to an abrasion to the inner insulation caused by the suture tie being tight too tight which would have led to the reported events of noise problem and low lead impedance.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up. A low lead impedance and noise were noted on the rv lead. Insulation anomaly was suspected. The rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.